Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the last line of a sureform 60 stapler reload snagged on the patient tissue. The procedure was completing as planned with no report of patient injury. The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 7th april, 2022: the reported issue occurred on the fourth fire when the surgeon was stapling the stomach tissue. The reload color was white. The system had no error messages. Some of the staples on one side of the reload were not fully formed and stuck on the tissue that was being removed from the patient. There was no bleeding. The customer used a grasper instrument to remove the staples from the tissue that was being removed. The procedure was completed as planned without any injury or harm to the patient. No image or video of the last procedure is available for isi review. The patient was not hospitalized any longer due to the reported event. The patient demographic information was requested but unavailable. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 12th april, 2022: the reported issue occurred while stapling across the stomach tissue, the reload was snagged on the side of the patient. The surgeon was able to pull the reload off the tissue without harming the patient. The procedure was completed as planned with no injury or harm to the patient. The staple line was complete and no additional staple line was required. There was no bleeding and no medical intervention or suturing was required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the sureform 60 stapler reload involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the sureform 60 stapler reload (48360w-08/l90210802) associated with this event cannot be performed via system logs because there is insufficient instrument lot number information. No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the last line of a sureform 60 stapler reload snagged on the patient tissue with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.